Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -2.5/1.0/014 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged for a same toric lens of the same size but different power -4.5/2.5/000 (sphere/cylinder/axis) lens due to refractive surprise. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Weight-race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found lens bent/deformed. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).